Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennet customer support engineer (cse) inspected the device. No problem found. The unit passed extended self testing.

Manufacturer narrative:
As per customer, the ventilator stopped cycling due to procedure error.